Event description:
A physician reported a codman perforator (ID 261221) disassembled when pulling the product from cranium after making the second burr hole. The event led to less than 30 minutes surgical delay. All broken parts were recovered.the perforator was pneumatic medtronic midas . According to information provided, it is unknown if any parts of the product fell into the surgical site. It is also unknown if the perforator clicked in place in the drill, and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.